Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic bent. H6-method code corrected (B)(4)